Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg implant site. As a result, surgical intervention was undertaken. During the procedure the physician believed the site to be infected so the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.